Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg 40-400s mg/dl). Juice was consumed to address low bg and delivered correction bolus to address elevated bg. Customer was using u500 insulin and reported this was cause of fluctuating bg.